Manufacturer narrative:
Evaluation revealed the anterior chamfer reamer star ankle 7.5 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The received anterior chamfer reamer showed traces of an intense use. The cutting edges were significantly worn and degraded. The reamer was not sharp anymore. The back of the e-clip was significantly abraded and heavily deformed. The appearance of the anterior chamfer reamer like significant helical material abrasion and deformation observed on the stop collar sleeve was most likely the result of excessive handling. The appearance of the damage indicated that the e-clip of the reamer was pushed out of its circumferential groove most likely caused by a fatigue failure of the three legs of the e-clip, which were significantly deformed likely due to heat and load during surgery leading to the e-clip being freely movable on the reamer shaft. At this point the stop collar sleeve was no longer secured and was also axially moveable, which had led to an increase of the depth length. Without a secured stop collar sleeve the anterior chamfer reamer would no longer stop at its required depth resulting in a deeper reaming into the talus bone, which had occurred in the actual case. This had required filling with bone and cement. The damage found on the reamer shaft and on the e-clip indicated that the reamer was operated within the cutting guide slots most likely with heavy bending forces and excessive pressure towards superior and inferior in the last respectively in one of the former surgeries, causing a deformation of the stop collar sleeve. With the given information it could not be determined when the found damage had occurred. It could also not be identified if the anterior chamfer reamer in question became pre-damaged in one of the former surgeries or if the device damaged in the last one. The IFU advises that instruments shall be pre-checked before every surgery regarding damage / deformation and that they shall be used with care. Based on the above observations, a deficiency in manufacturing of the anterior chamfer reamer in question was not verified.

Event description:
The stryker sales rep who was in the case reported that when the surgeon was using the chamfer reamer, he thought that the surgeon had drilled to far. When the surgeon took the trial off, he reported that he had over drilled by 4mm. The surgeon used bone and bone filler to fill up the gaps. There was a delay to surgery of 15-20 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The reported device was manufactured and distributed by (B)(4), howmedica osteonics corp.¿s purchased certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting.

Event description:
The stryker sales rep who was in the case reported that when the surgeon was using the chamfer reamer, he thought that the surgeon had drilled to far. When the surgeon took the trial off, he reported that he had over drilled by 4mm. The surgeon used bone and bone filler to fill up the gaps. There was a delay to surgery of 15-20 minutes.